Event description:
Patient significant ulcer-related fibrosis using ess. Used a competitor device to finish the case.

Manufacturer narrative:
Initial medwatch submitted to the FDA on 22/oct/2021. A review of the device labeling notes the following: the current overstitch¿ endoscopic suturing system (ess) instructions for use (IFU) addressed the known and potential event of "other (competitors device used)" as follows: warnings: do not use a device where the integrity of the sterile packaging has been compromised or if the device appears damaged. Only physicians possessing sufficient skill and experience in similar or the same techniques should perform endoscopic procedures. Contact of electrosurgical components with other components may result in injury to the patient and/or operator as well as damage to the device and/or endoscope. Verify compatibility of endoscopic instruments and accessories and ensure performance is not compromised. Note: refurbished scopes may no longer confirm to original specifications. Ensure that there is sufficient space for the needle to open. Ensure that the handle grip of the endoscopic suturing system is closed and locked during intubation and extubation. Users should be familiar with surgical procedures and techniques involving absorbable sutures before employing synthetic absorbable sutures for wound closure, as the risk of wound dehiscence may vary with the site of application and the suture material used. Additional information: the device has not been returned for analysis. The investigator is waiting until the lot number of the device is known to determine whether a device history record (DHR) review is or is not required for this complaint.